Event description:
The patient underwent otolaryngology evaluation. Per the physician, the stridor and the vocal cord paralysis (vcp) are absent when the vns is off, but when the vns is stimulating there is left vcp and the right vocal cord "moves across," which is believed to be causing the stridor. The stridor is noted to have improved with reduction in the duty cycle/disabling autostimulation. Thus, it is believed that the stridor and vcp are due to vns stimulation. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently did not include the patient date of birth and age at time of event. Date of event, corrected data: initial report inadvertently did not adjust the event date to the date that stridor first presented. Describe event or problem, corrected data: initial report was inadvertently submitted before assessing additional information. The information was received an hour prior on the same day as the report submission. Patient problem codes, corrected data: initial report inadvertently left out the report of dyspnea that was received on the date of initial report submission. (B)(4).

Event description:
Per the physician, the vocal cord paralysis (vcp) was confirmed via ultrasound, as it was indicated that the left vocal cord did not appear to move. The patient presented with stridor approximately 7 months prior. The patient's settings were adjusted to try to alleviate the stridor and autostimulation was disabled. There was no indication that the paralysis is intermittent. The patient will undergo otolaryngology evaluation to determine the cause of the vcp. The patient's family denies any illness or infection that could have caused damage to the vocal cords. No external factors were noted related to the vcp. All diagnostics were noted to be within normal limits. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has suspected laryngeal palsy approximately 2 years after vns implant. Attempts have been made to obtain additional information; however, no additional relevant information has been received to date.